Event description:
It was reported that the obturator was warped and chipped during insertion in the non break-off set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and optical inspection confirms approximately 3 mm of the tips are plastically deformed, with portions of the torx tip lobes cracked and deformed or missing. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.